Event description:
It was reported that the micro oscillating saw ran without user activation during a routine equipment eval at the user facility by a MFR¿s service tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
During functional testing, the handpiece was observed to run intermittently. Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece running on its own or running intermittently.